Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility's healthcare professional reported to baxter (B)(4) that a dehp-free solution administration set had the tubing disconnected from the chamber. This occurred during infusion. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.